Event description:
Per the clinic, the patient experienced soft tissue issues around the abutment (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment and perform skin revision to remove the soft tissue. The implanted device remains.